Event description:
Foley balloon did not deflate after initial test. Foley did not come into contact with patient====================== health professional's impression======================none.

Event description:
Foley balloon did not deflate after initial test. Foley did not come into contact with patient====================== health professional's impression======================none